Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08636. It was reported a possible pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with a 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but required a full recapture. It was noted during the recapture that there was either a mild pericardial effusion or a ¿fat pad¿. Based on the transesophageal echocardiogram (tee), there were differing opinions on whether there was a pericardial effusion or if it was a ¿fat pad¿. No intervention was required. The patient was stable and asymptomatic. They successfully completed the procedure with another 33mm closure device.